Event description:
Reporter alleged blood glucose measured 197, 296, & 146 mg/dl when all tests were performed back to back within 10 minutes. Customer stated taking normal medications and no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.